Event description:
It was rpeorted that the triple lumen catheter was placed in the left internal jugular for tpn administration. The pt had been diagnosed with ulcerative colitis. In 2003, the pt was found unresponsive in the bathroom. During a full code resuscitation, it was noticed that the extension line of the catheter had been severed. The line had been intact when the pt entered the bathroom. The pt died 4 days later of "a presumed air embolus." The hosp clinician stated that the pt severed the catheter extension line.